Manufacturer narrative:
The insulin pump was returned with button error alarm on display due to moisture damage on the keypad trace. Cracked case all corners of display window, cracked on reservoir tube and lip, cracked battery tube threads and scratched on display window noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 86 mg/dl. Troubleshooting was not performed. The device was returned for analysis.